Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found the device had a manufacturing non-conformance, but the non-conformance had no affect on performance, as the device was shipped to specification. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. It is likely the event occurred due to insufficient reprocessing. However, a definitive root cause could not be established. The user can detect the suggested event by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the evis exera ii duodenovideoscope alberan lever piece was found broke. Upon inspection and testing of the customer returned device, foreign material was found on the scope groove or gap of the distal end due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, foreign material on groove or gap of the distal end, corroded left arm, air/water leakages or fluid invasion, and bending section had internal defects. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.